Manufacturer narrative:
During the review of DHR, it was concluded that the product was inspected and accepted for use and met all specified parameters of the quality inspection process (qip) with no associated nonconformance specific to this product issue. Returned device was visually inspected, functionally tested and the complaint was confirmed. The device tip is fracture off. The device otherwise meets dimensional specifications, except for the fractured tip. Root cause is unknown, but osteosclerotic bone and/or excessive force can result in device tip fracturing.

Event description:
While driving the pedicle bone screw, reportedly the driver tip fractured and remained in the head of the screw shank. Though the driver tip was identified, the surgeon elected to leave the driver tip and the screw in place. No injury to the patient was reported.